Event description:
It was reported that the patient experienced ineffective therapy. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have an additional lead implanted. Issue has been resolved.